Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided guidance on resetting the pump, and after reset, the malfunction did not recur. The customer was allowed to continue using the pump and was advised to call back if any issues reoccurred.